Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application server had been worked on, and real-time messages from carefusion coordination engine were noticed. However, a bunch of messages were stuck in the queue, draining from 318k to 314k with each downtime query run. The customer team verified that messages were processing but still stuck at 223536 from 319k and actively draining down. Bd services were up and running, and the interface was active, with 68 devices on critical override due to inbounddelay. A technical support specialist (tss) advised that carefusion coordination engine was processing messages from es, which might take a while to hit 0. The message queue was monitored until it hit 0; the customer verified that the critical override was gone from stations and messages were processing in real time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the multiple orders and patients did not cross over and were not communicating after the interface downtime. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.